Event description:
The ge oec 8800 fluoroscopy system had a collimator error.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the fluoro functions board to restore collimator function. The system was further tested and found to be operating as intended. No negative pt effect was caused by malfunction. The facility was unable or would not provide any pt info with respect to this issue.